Manufacturer narrative:
Other text: device evaluation- one sample was provided for evaluation. Inspection showed the roller clamp had been assembled on to the tubing in the incorrect orientation. Manufacturing processes were reviewed for mitigations of this issue. The process includes regular sampling for roller clamp inspection and testing. No corrective action has been identified at this time.

Event description:
It was reported that a smiths medical set of di-60hl with the roller clamp mounted upside down. No adverse patient effects were reported.